Event description:
New information received notes that the patient was presented at the emergency room due to the skin erosion. The pacemaker system was explanted and replaced with a leadless pacemaker.

Event description:
It was reported that the patient presented with pacemaker infection with skin erosion, wound dehiscence of external surgical incision and device exposure. The pacemaker, right ventricular lead and right atrial lead were explanted. The pacemaker pocket was irrigated with antibiotic solution and closed. The patient was stable and reported no procedural complications.

Manufacturer narrative:
The sterilization records were reviewed and no evidence of abnormal sterilization cycle was found. The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.